Manufacturer narrative:
The customer¿s complaint of a balloon in the silicone segment was confirmed per picture received by the customer. It was observed per picture received that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause of this failure was not identified.

Event description:
The customer reported ease with flushing a peripheral IV before starting a bottle of propofol. The pump display read "line error" and when opened, there was a bulge at the pumping segment. There was no patient harm.